Manufacturer narrative:
Product complaint # (B)(4). D4- the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: carlson bc, bryan aj, carrillo-villamizar nt, sierra rj. The utility of metal ion trends in predicting revision in metal-on-metal total hip arthroplasty. J arthroplasty. 2017 sep;32(9s):s214-s219. Doi: 10.1016/j.arth.2017.02.031. Epub 2017 feb 20. Pmid: 28320566. Objective and methods: the purpose of this study was to review 64 hips with an articular surface replacement (asr) total hip arthroplasty implanted between december 2006 and february 2015. The authors reviewed prerevision cobalt and chromium concentrations over time. Eventually, all patients were revised. However, this study will only report on the 25 patients who were revised during the study period. As such, 39 hips were revised for unknown reasons. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy asr including a cup and femoral component. Adverse event(s) and provided interventions associated with depuy devices: 21 revisions to treat armd, 3 revisions to treat infection, 1 revision was elective but the patient had blood metal ions elevated above 7 ppb of the 25 revisions, the following patient harms were also found: all 25 had evidence of foreign body reaction, 8 patients had unspecified osteolysis, at least 25 patients had elevated serum ion levels over 7 ppb (though the actual number was unknown) and 9 pseudotumors.